Manufacturer narrative:
The reporting customer provided video footage, which, upon review, showed that the two-pin-holder adapter plate exhibited rotational movement. The rocker arm appears rigid in the video and shows no rotational movement, which indicates proper fixation of the openlock mechanism. Upon receipt of the device in question and the associated accessories (two-pin-holder adapter plate), the device was tested in the configuration shown in the video provided (reportedly used when the laceration occurred). Rotational movement of two-pin-holder adapter plate corresponding to the provided video footage was found to be only possible when the receptacle (clamping mechanism) for attachment of the two-pin-holder adapter plate is not locked or inadequately locked. No deviations were found on the device. At the time of this report, the customer has been informed of the investigation results and the corresponding instructions regarding proper installation of the device and safety checks prior to clinical use as part of the complaint correspondence. Further information has been requested. Any new findings regarding this incident may be included in a follow-up report upon receipt.

Event description:
Customer informed us that one of our products was involved in a case in which the patient sustained a laceration.